Event description:
Customer reported that she has experienced high blood glucose between 400 and 500 mg/dl. Customer has changed the infusion set and has been wearing the insulin pump but has been also giving insulin injections. Blood glucose is 355 mg/dl. Customer has experienced headache. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has no air bubbles. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Insulin pump passed the high pressure test. Customer removed the infusion set and the cannula is not bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.